Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted subpectorally, could not be interrogated using quick start. Manual application of the device family did allow for the device to be interrogated. However, a message displaying a device fault then appeared; the fault message indicated that the device had reverted to fallback mode.